Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is based on the customer's report of "last july". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer "bottomed out" and was seen at a hospital. No further details were provided by the customer. There was no report of death or permanent injury associated with this event.